Event description:
It was reported that the air dermatome does not cut equally. There was no report of injury or adverse pt consequences associated with this incident.

Manufacturer narrative:
The device was returned to the manufacturer for eval. It was found to be out of calibration on the 20 and 30 graft settings. It was determined that the head was damaged. Parts replaced included; bearings, calibrating shaft, ball detent, thickness lever, reciprocating arm, "o" ring and seal and retaining ring. The device was repaired according to procedure and returned to the customer. The device was purchased in 1990. A review of service records indicate that the device has not been consistently returned to the manufacturer for annual repair or preventive maintenance. Unit was received in 2001, 2003, 2004 and 2006. It is documented in the instruction manual included with the device that "the zimmer dermatome should be returned every 12 months for inspection and preventative maintenance."